Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation alleges that the patient suffers from pain and discomfort. Update: 3/7/2013 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Update 04/18/2013 - it has been reported that the patient's left hip was revised on (B)(6) 2013 to address pain, abnormal MRI, and elevated ion levels. There is no new information that will change the MDR decision. Update 11/11/15-pfs and medical records received. A dor was provided. After review of the medical records for MDR reportability, revision operative note indicated pain, metallic debris, trunnion metallosis, and adverse tissue reaction. Lab results indicated elevated metal ions. The stem is being added to the complaint. The hole eliminator that was also removed is reported on (B)(4). The complaint was updated on:11/30/2015.